Event description:
Device report from synthes (B)(4) reports an event in france as follows: the following was reported from an osteosynthesis of a prosthesis performed (B)(6) 2014. Reportedly six weeks post-operatively through x-ray the surgeon identified screw back out of two locking screws and a regress of vtv, the vtv was confirmed by engineering to reasonably suggest that vtv refers to the locking screws. As of this filing of this report the information received indicates the hardware has not been removed. An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: "because I only have one image, I cannot comment on earlier versus current position of the locking screws. There does appear to be 2 that are slightly prominent from the plate." This report is for the two unknown locking screws this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Partial part number of 213.3xx provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for the locking screws, part and lot numbers unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.